Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with a restricted posterior leaflet and thin leaflets. A mitraclip xtw (51024a1124) was inserted and deployed on the mitral valve. However, post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), and tissue damage was observed. To stabilize the first clip, a second clip, a mitraclip xtw (60210r1095) was then inserted and deployed on the mitral valve. However, the second clip (60210r1095) interacted with the first clip ( 51024a1124), and post deployment, the second clip (60210r1095) detached from the anterior leaflet and remained attached to the posterior leaflet (slda), and tissue damage was observed. No additional clips were implanted, and the mr remained at a grade of 4+. There was no clinically significant in the procedure. The patient was transferred to surgery for mitral valve replacement (mvr).

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.